Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the leak and the quality control (qc) /calibration issues. No further leaks were observed or instrument errors were generated. (B)(4).

Event description:
The customer reported quality control (qc) recovery issues and calibration failures on their unicel dxc 800 pro synchron system. The customer also reported the instrument generated "cartridge chemistry (cc) reagent level sense" and "cuvette not dry" errors. Upon troubleshooting, the customer found reagent probe b was leaking and the reagent probe drip tray was full of fluid. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous patient results were generated.